Event description:
It was observed in the device evaluation that the subject device exhibited a poor color image issue and a cut on its cable. There was no patient involvement.

Manufacturer narrative:
The device was returned to olympus for inspection. A root cause was identified. Based on the results of the investigation, it is likely the following led to the malfunction: faulty charged coupled device as well as a cut on its cable. Should additional relevant information become available, a supplemental report will be submitted. Olympus will continue to monitor field performance for this device.